Event description:
It was reported by a clinician that the patient's implantable pulse generator (ipg) was mode switching. The caller inquired if there was a way to avoid mode switching as the patient was not having atrial arrhythmias. The caller also noted that p-wave measurements had been marginal but improved over time. Review of stored episodes revealed some of the p-waves detected during post ventricular atrial blanking (pvab) are far-field and count toward mode switch. Technical services recommended reprogramming the pvab from partial to partial plus and then if necessary increase atrial sensitivity. Additional information was received from a clinician that no programming changes have been made at this time and the patient will be seen in follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).